Event description:
The customer reported to olympus, at the end of therapeutic endoscopic retrograde cholangiopancreatography procedure, when the endoscope was removed the distal cover was missing. The surgeon re-inserted the endoscope and attempted to locate it but it was not found. When the endotrachial tube was pulled out, the cap fell out with it. The intended procedure was successfully completed. The procedure was extended an unknown length of time while the surgeon searched for the missing cap inside the patient. The customer reported the staff thinks the cap may have been attached incorrectly and did not go over the little black ledge on the scope. In addition, the customer stated the distal cover was probably also split (and fell off) because the distal cover was split upon removal from the patient. The customer does not know if the olympus devices were inspected prior to use. Anti-fog agents and other chemicals were not used on the scope lens. The customer stated the devices were not inspected for damage after attaching the distal cover and the staff did not confirm the distal cover was attached correctly either. This event includes 2 reports: (B)(6): maj-2315, h21x073 or h21x077. (B)(6): tjf-q190v, 2124622. This report is 2 of 2 for (B)(6) : tjf-q190v, 2124622.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00444.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: a) the cover was inappropriately attached. Therefore, it was easy to be detached from the scope. B) the cover had crack/pinhole. Therefore, it was easy to be detached from the scope. C) when the scope was withdrawn from et tube, the cover and the tube contacted each other, which caused massive stress on the cover toward direction detaching. The instructions for use (IFU) states the following: ¿important information ¿ please read before use: precautions: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 7 confirm that the single use distal cover is free of cracks or deformation.¿ olympus will continue to monitor the field performance of the device.